Event description:
It was reported that during use of the bd ultra-fine¿ 1/2ml insulin syringe the hub was found to be broken. The following information was provided by the initial reporter, translated from japanese to english: when the orange cap was removed before use, the hub was found to be broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ 1/2ml insulin syringe the hub was found to be broken. The following information was provided by the initial reporter, translated from japanese to english: when the orange cap was removed before use, the hub was found to be broken.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.